Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance. Diagnostic tests were performed again and still showed high impedance (impedance value ¿ 9358 ohms). The physician intended to have the patient¿s device programmed off. No patient manipulation or trauma was reported. X-rays were taken on 04/01/2014 and were reported by the physician to be unremarkable. X-rays were provided to the manufacturer for further review. Based on the x-ray images provided, an exact cause for the reported high impedance could not be determined. There appeared to be a suspect area that could potentially be causing high impedance; however, this cannot be verified due to the poor image quality. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.